Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be released without violent pressure, the indicator window partially overlapped, and subsequently no longer changed in color, and a slight clicking sound is heard when retracting to close to the vessel wall. Manual compression was used for hemostasis. There was no reported patient injury. The patient underwent intracranial angiography and carotid arteriography. The diagnostic procedure used a retrograde approach. There was pulsatile flow observed from the bleed-back indicator. There were no visible signs of device/package damage prior to use. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together, however, the indicator window stayed in the black/white position and never changed to solid black color. The physician did not have their thumb placed on the plug deployment button during retraction. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The sheath was not kinked/bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The indicator window did not show any red color during retraction. The exoseal vcd was securely locked with the vascular sheath introducer. There was no issue with or damage to the deployment lever. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be released without "violent" pressure. The indicator window partially overlapped and subsequently no longer changed in color, and a slight clicking sound was heard when retracting to close to the vessel wall. Manual compression was used for hemostasis. There was no reported patient injury. The patient underwent intracranial angiography and carotid arteriography. The diagnostic procedure used a retrograde approach. There was pulsatile flow observed from the bleed-back indicator. There were no visible signs of device/package damage prior to use. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together, however, the indicator window stayed in the black/white position and never changed to solid black color. The physician did not have their thumb placed on the plug deployment button during retraction. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The sheath was not kinked/bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The indicator window did not show any red color during retraction. The exoseal vcd was securely locked with the vascular sheath introducer. There was no issue with or damage to the deployment lever. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. A non-sterile unit of product ¿vascular closure device 5f¿ was received. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; back bleed port is at the deployed position; indicator wire is retracted; the device is blood saturated. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath, no damages were observed on it. The functional analysis was not performed since the device was received fully deployed. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The complaint reported by the customer as ¿deployment lever (button)- actuation difficulty¿, ¿indicator window- damaged-access site lost¿ and ¿vascular closure device (vcd)- damaged¿ were not confirmed. This is because the unit was received fully deployed, with the button fully depressed, indicating that the unit¿s functionality was correctly performed, reaching all three stages of the indicator windows and ensuring proper deployment of the plug. The condition of the device returned does not match the event reported. Additionally, no damage was observed on the indicator window. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time.